Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had lost power. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the threads. There was evidence of contamination found in the battery compartment. No battery cap was returned with the pump. A test battery cap was not able to maintain an electrical connection with the pump. There were no audio tones or vibrations and the display screen was blank. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of internal moisture was observed on the printed circuit board or on any other internal components.